Event description:
The manufacturer received information alleging that the patient woke up out of his sleep, he was feeling pressure in his chest, felt squeezing in his chest and had a bad headache, his legs, feet, and hands were throbbing. His legs felt like they had no blood in them, extremities were cold, head had a whole head headache, was short of breath, tried to walk and stumbled into his wall and dresser. The patient called his doctor, and he was told to go to the emergency room. They did an EKG, blood pressure monitoring, IV, x-rays, "treponents?", multiple sets of blood work done. Informed that everything was ok but his "treponents" were high. The patient has not had any sleep and is exhausted, whole-body aches. The cardiologist mentioned that he was close to a heart attack. The patient states that despite the machine showing 0 as the pressure, that air was coming out of the machine and through his mask. There is no allegation of serious or permanent harm or injury the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.